Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adrenal cyst, hypertension, bacterial vaginosis, headache, migraine, constipation, vaginal odor, excessive menstruation, dysmenorrhea, uterine enlargement, bloating, bladder pain, insomnia and vaginal dryness. Previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding / bleeding"), infection ("infection") and urinary tract disorder ("urinary problems") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, da vinci assisted). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, infection and urinary tract disorder outcome was unknown. The reporter considered genital haemorrhage, infection, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure devices are present and occlude the fallopian tubes. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.